Event description:
As reported, the patient had an initial right tka on (B)(6) 2018. The patient was revised on (B)(6) 2024 due to poly wear over time. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
H3: pending investigation. D10: 5258130 02-020-11-0350 - truliant ps cem fem ps cem right sz 5 5216691 02-022-45-5040 - truliant tib fit tray cem sz 5f / 4t 5383825 200-02-35 - three peg patella 35mm. H7: z-0023-2022.